Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the patient experienced hyperglycemia while using the insulin infusion system, with a confirmatory fingerstick of 346 mg/dl, no infusion set leaks, and no pump alarms stopping insulin delivery; the patient was advised to change the infusion set and was guided through the process. Customer care provided support that included troubleshooting over the phone. Investigation of this case revealed no device alarms or delivery stoppages and no observed leaks, with the cause of the hyperglycemia unclear. No symptoms associated elevated blood glucose. Outcomes included the need for troubleshooting and education without medical intervention. It was concluded that the event was consistent with hyperglycemia of undetermined cause, with user-guided corrective action performed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.